Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor fractured; full lead in segments returned and analyzed. It was reported the patient received several inappropriate shocks. Lead impedance has fluctuated and was noted to be high. The impedance range was reported as 528 to 2480 ohms. Oversensing was noted along with a decrease in r wave amplitude. The lead was explanted and replaced. No futher patient complications were reported as a result of the event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure lead conductor device was out of specification in a manner that relates to event impedance, high oversensing shock, inappropriate undersensing impedance, low.

Event description:
It was reported the patient received several inappropriate shocks. Lead impedance has fluctuated and was noted to be high. The impedance range was reported as 528 to 2480 ohms. Oversensing was noted along with a decrease in r wave amplitude. The lead was explanted and replaced. No futher patient complications were reported as a result of the event.